Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. To date, the patient has yet to undergo intervention to replace the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
It was reported that the patient is being evaluated for avr due to severe aortic stenosis. Implant duration of the pre-existing surgical valve is approximately nine (9) years. Echo performed demonstrated a peak gradient of 86 and a mean gradient of 45. She also had a tee showing significant severe aortic stenosis. At this time, it has not been decided whether the patient will have a tavr or surgical-avr. Edwards received information that this bioprosthetic aortic heart valve is failing after an implant duration of approximately nine (9) years due to severe aortic stenosis. Echocardiogram demonstrated severe aortic stenosis with a peak gradient of 86 mmhg and a mean gradient of 45 mmhg. The patient was presented for transcatheter valve replacement; however, she will likely undergo traditional surgical valve replacement. At this time, it is unknown when the procedure will take place.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to the event but the cause cannot be conclusively determined.

Event description:
Edwards received information patient underwent re-do aortic valve replacement. During explant, the 21mm valve was noted to be heavily calcified with noncompliant leaflets. The explanted device was replaced with a non-edwards valve. The patient tolerated the procedure well and was discharged on post operative day four.